Manufacturer narrative:
D4: lot number was not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had received a heartmate ii (hm2) to heartmate 3 (hm3) exchange on monday (B)(6) 2026 for thrombus. The hm2 serial number was unknown. The patient passed away on (B)(6) 2026 due multifocal stroke. The patient was known to have a clot pre-operation. This was a complex and high-risk re-operation for a second pump exchange. The outcome was not considered as device or therapy related. Autopsy was not performed, and the pump was not explanted.